Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator and right ventricular lead displayed out of range shock impedance measurements in triad configuration. In rv coil to the ra coil configuration, normal shock impedance measurements were obtained. The device and lead connection were verified and the lead was repositioned. After the lead was repositioned, normal shock impedance in triad and other configurations were within normal measurements. An internal technical service consultant was contacted for further explanation of this issue. This device and lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device and lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.